Manufacturer narrative:
This investigation is on going.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of oversensed noise in an untreated episode. Boston scientific technical services (ts) was consulted. Ts noted that the artifacts observed in the untreated episodes are a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion or other impairment of the lead contact in the header. Ts recommended obtaining a high resolution x-ray of the device header. A post implant x-ray was also provided to ts for review, ts noted that the electrode appears to be implanted rather superficial. Although the superficial location did not contribute to the oversensed noise it could contribute to higher shock impedances.